Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for routine system implant. Radio frequency telemetry was established during lead testing when the telemetry link was broken and could not be re-established. A separate programmer was then used and communication could not be initiated. Device was not implanted.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a low battery voltage. The device was tested on the bench and high current drain was observed. The high current drain caused premature battery depletion. The cause of the high current drain was an anomaly within the hybrid. The root cause of the hybrid anomaly could not be determined.